Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's alarm not functioning as expected was confirmed. Ventec replaced the device's control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that its audible alarm was not functioning as expected. Ventec observed that the device was stuck in audio pause mode and that it could not be turned off. There was no patient involvement associated with the reported event.